Event description:
One of the nurses had went home sick with tightness in her chest due to odor from pack.

Manufacturer narrative:
The device history was reviewed. The cardinal health presource sterility assurance department performed a sterilization investigation regarding convenience kit, lot number 706688. The results indicate that the product was properly terminally sterilized using an eo cycle. The sterility of pack, lot number 706688 was not jeopardized due to the presence of odor. The agent responsible for the musty odor associated with kit, lot number 706688 has been identified as tribromoanisole (tba). Tba found in the product has been traced to specific pallets utilized in raw material shipment and storage. As a corrective action, cardinal health has disqualified the supplier that provided the affected pallets. As a preventive action, controls will be initiated to assure that tba does not make its way into pallets from other suppliers.